Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02122, 2017865-2020-02123. It was reported that the patient experienced a pocket infection. Further investigation noted the pocket infection was due to the pacemaker. The pacemaker system was explanted on (B)(6) . The right atrial and right ventricular leads were both explanted on (B)(6) 2019 due to an unspecified lead malfunction. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.